Manufacturer narrative:
(Product code): ntn. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spy discover catheter was used during a laparoscopic cholecystectomy with common bile duct exploration procedure performed in the cystic duct and common bile duct on (B)(6) 2021. During the procedure, the image of the spy discover catheter became intermittent and was lost. The procedure was not completed due to this event. Reportedly, the patient was sent for a follow-up endoscopic retrograde cholangiopancreatography (ercp). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.